Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tube there were air bubbles in the gel. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, 8 retention samples from bd inventory were evaluated by visual examination and the issue relating to gel air bubbles-before use was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles-before use. This is a cosmetic defect which should not impact the efficacy of the tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.